Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, bands could not be deployed properly due to the problem of the handle to rotate and trigger deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 initial reporter address 1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 initial reporter address 1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the suture wire had detached from the ligator teeth. The handle was not included in the return and therefore could not be analyzed. Attached images clearly show the suture wire detached from the ligator teeth. Additionally, no visible damage to the handle was observed in the provided photos. No other problems with the device were noted. The reported events of handle broken/won't turn and bands unable to deploy cannot be confirmed. Due to the lack of evidence, the most probable cause of the reported issues could not be determined. The detachment of the suture wire from the ligator teeth likely led to the failure of the bands to deploy. Additionally, because the handle was not available for analysis, it was not possible to assess any potential issues that may have contributed to the reported "handle broken/won't turn" concern; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed properly due to the problem of the broken handle failing to trigger deployment. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.